Event description:
Boston scientific received information that this device was explanted for a possible infection or hematoma. The patient was treated with antibiotics which intially helped their issue. Then the physician decided to explant the device and implant a new device. The leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.